Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed pulse testing) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed pulse testing.

Manufacturer narrative:
Supplemental report (B)(6) 2021: device evaluation of monitor sn (B)(6) has been completed. The reported problem (failed testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q13 on the defibrillator pca. The root cause for the shorted igbt could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) is underway. The reported problem (failed pulse testing) has been confirmed. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor failed pulse testing.